Event description:
The field service representative stated the customer had trouble with their thyroid tests which include free triiodothyronine (ft3), thyrotropin (tsh), triiodothyronine, thyroxine, and t-uptake. The customer provided data for 20 patients, of which ten patients had discrepant ft3 and tsh results. The customer stated she felt some of the values were high and some she repeated them using the same 2010 analyzer. Repeat testing was performed on (B)(6) 2011. None of the results were reported outside the laboratory. The first patient's initial tsh result was <0.005 uiu/ml accompanied by a data flag. The repeat tsh result was 0.051 uiu/ml. The second patient's initial tsh result was 0.534 uiu/ml. The repeat tsh result was 3.42 uiu/ml. The initial ft3 result was 22.98 pg/ml accompanied by a data flag. The repeat ft3 result was 3.39 pg/ml. The third patient's initial tsh result was 1.06 uiu/ml. The repeat tsh result was 6.09 uiu/ml accompanied by a data flag. The initial ft3 result was 17.92 pg/ml accompanied by a data flag. The repeat ft3 result was 4.07 pg/ml. The fourth patient's initial tsh result was 0.090 uiu/ml accompanied by a data flag. The repeat tsh result was 1.36 uiu/ml. The initial ft3 result was 12.46 pg/ml accompanied by a data flag. The repeat ft3 result was 3.08 pg/ml. The fifth patient's initial tsh result was 0.840 uiu/ml. The repeat tsh result was 5.08 uiu/ml accompanied by a data flag. The initial ft3 result was 8.28 pg/ml accompanied by a data flag. The repeat ft3 result was 3.25 pg/ml. The sixth patient's initial tsh result was 0.559 uiu/ml. The repeat tsh result was 2.22 uiu/ml. The initial ft3 result was 11.64 pg/ml accompanied by a data flag. The repeat ft3 result was 2.88 pg/ml. The seventh patient's initial tsh result was 0.501 uiu/ml. The repeat tsh result was 5.06 uiu/ml accompanied by a data flag. The initial ft3 result was 18.47 pg/ml accompanied by a data flag. The repeat ft3 result was 3.08 pg/ml. The eighth patient's initial tsh result was 0.545 uiu/ml. The repeat tsh result was 2.34 uiu/ml. The initial ft3 result was >32.55 pg/ml accompanied by a data flag. The repeat ft3 result was 2.32 pg/ml. The ninth patient's initial tsh result was 0.275 uiu/ml. The repeat tsh result was 0.580 uiu/ml. The initial ft3 result was 18.22 pg/ml accompanied by a data flag. The repeat ft3 result was 3.38 pg/ml. The tenth patient's initial tsh result was 0.178 uiu/ml accompanied by a data flag. The repeat tsh result was 0.856 uiu/ml. The initial ft3 result was 13.90 pg/ml accompanied by a data flag. The repeat ft3 result was 3.24 pg/ml. The customer believed the repeat results were correct. There were no adverse events. The ft3 and tsh reagent lot numbers and expiration dates were not provided. The field service representative found air in the sipper line leading to the measuring cell. He replaced the sipper probe and sipper tubing. All system checks were successful. The customer calibrated and performed quality control with results within customer specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.